Event description:
During preventative maintenance of the device, the user reported that the mylar cover on the pump display was cracked. Since the event occurred during preventative maintenance, there was no patient involvement during this event.